Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was reprogrammed.

Manufacturer narrative:
Concomitant medical product: 0184 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had loss of capture, however it was not reproducible with in-clinic testing. Reprogramming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.